Manufacturer narrative:
The device was returned to smiths/ICU medical. After running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Expulsor assembly will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro 1221622: it was reported that the pump was under infusing, previously service ro 1203080. No patient injury was reported. Patient involvement is unknown.